Manufacturer narrative:
The customer complaint forms report that the "dr. (B)(6) was using a cure cervical driver when the tip broke, the doctor was able to lock it down, but a fragment remained in the patient". 70 instruments from this batch number are on the field and this is the first complaint we receive for this kind of defect. We received the instrument, and we see that the tip of the instrument is bent, and the instrument is broken. Despite our requests on 09.jun.2023 and 13.jun.2023 we did not receive the confirmation that the tip is still implanted inside the patient, it could have been vacuumed during the surgery. The main hypothesis to explain the breakage is that too much force has been applied during screwing. If we consider the worst case (tip still implanted), after r&d discussion, it appears that even though the tip of the instrument is still blocked inside the screw head, it is highly unlikely that the tip of the screwdriver come out from the screw head. The screwdriver tip of the instrument we received is so deformed that it is impossible to insert into a screw head (test performed). The tip of the screwdriver is therefore also highly deformed, which ensures, in addition to the initial design retentivity it's supposed to have with the screw, that it will not move off the screw. We can conclude that, in the worst-case situation, the broken tip is blocked inside the screw head with no possibility to come off. This is the first time we receive this kind of complaint. This is an isolated case due to a use error. We close the case as is with no further action.

Event description:
We received a complaint on 16-may-2023. We registered the case under (B)(4). The complaint form (B)(4) reports that, on (B)(6) 2023, dr. (B)(6), at (B)(6) was using a cervical driver when the tip broke. The doctor was able to lock it down, but a fragment remained in the patient. It was reported to us that the adverse event had no impact on the patient, the procedure was completed successfully with a surgery delay of less than 30 minutes. We do not have information about the patient (sex, gender,...). The reference of the broken instrument cure cervical driver is 700-400-00, the batch number is 4392-3-1. The broken instrument was sent back on (B)(6) 2023 from fresno (california), and it is currently in transit in france.

Event description:
We received a complaint on (B)(6) 2023. We registered the case under (B)(4). The complaint form (B)(4) reports that, on (B)(6) 2023, dr. Supine, at community regional medical center fresno (california) was using a cervical driver when the tip broke. The doctor was able to lock it down, but a fragment remained in the patient. It was reported to us that the adverse event had no impact on the patient, the procedure was completed successfully with a surgery delay of less than 30 minutes. We do not have information about the patient (sex, gender,...). The reference of the broken instrument cure cervical driver is (B)(4), the batch number is 4392-3-1. The broken instrument was sent back on (B)(6) 2023 from fresno (california), and it is currently in transit in france.